Manufacturer narrative:
The device has not been received; however, the non-visual device evaluation has been completed and the results are as follows: DHR results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: customer did not return the reported device for investigation but provided a video showing broken tray and connector. However, the non-visual device investigation has been completed. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Manufacturer reference #: (B)(4).

Event description:
It was reported that the patient provided notification that the reported daybreak device broke while in the patient's mouth. The bottom right button popped off. The patient did not suffer any harm, injury adverse outcome and no medical intervention was required. The patient stopped using the device on (B)(6) 2025.

Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. The patients' race/ethnicity was reported as na. Manufacturer reference: (B)(4).